Event description:
Customer in berlin reported a higher than normal value on the lower pressure for the css console reserve air tank while supporting a pt. The pt was switched to a backup console. There was no pt impact. The check valve for the reserve air tank was removed and inspected on site by a syncardia clinical support rep. An obstruction to valve movement was removed, and the check valve was reinstalled. The console then successfully passed the console calibration protocol. The obstructing material will be returned to syncardia for eval. This alleged failure mode poses a low risk to the pt because it did not prevent the console from performing its life-sustaining functions. The redundant air system remained functional.